Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced depression ("depression"), thyroid disorder ("thyroid problems") and pelvic pain ("I was in pain") and was found to have weight increased ("yes I gained 25"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, depression, weight increased, thyroid disorder and pelvic pain outcome was unknown. The reporter considered depression, medical device removal, pelvic pain, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case and all the information form deletion (B)(4) has been transferred to this case. Transferred information included references and reporter. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced depression ("depression"), thyroid disorder ("thyroid problems") and pelvic pain ("I was in pain") and was found to have weight increased ("yes I gained 25"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, depression, weight increased, thyroid disorder and pelvic pain outcome was unknown. The reporter considered depression, medical device removal, pelvic pain, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Event added: I was in pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced depression ("depression") and thyroid disorder ("thyroid problems") and was found to have weight increased ("yes I gained 25"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, depression, weight increased and thyroid disorder outcome was unknown. The reporter considered depression, medical device removal, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and depression. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and depression outcome was unknown. The reporter considered depression and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.